Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2291982. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ prn y adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 16:40 on (B)(6) 2023, after venipuncture on the back of the patient's left hand, the drug liquid leaked from the connection between the plastic and the hose, and the indwelling needle was replaced immediately.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii¿ prn y adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 16:40 on (B)(6), 2023, after venipuncture on the back of the patient's left hand, the drug liquid leaked from the connection between the plastic and the hose, and the indwelling needle was replaced immediately.